Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior implant, the device entered backup mode following a cybersecurity upgrade. The device was returned for investigation. No patient was involved in the event.

Manufacturer narrative:
The complete device was returned, and it was indicated that it was in backup vvi on the event date. The anomaly observed in the field was confirmed in the laboratory, and the cause was likely due to the device being placed near other devices during the firmware upgrade, which could cause the upgrade to fail resulting in the device going into backup vvi. The upgrade was performed in the laboratory and it was successful.